Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: (B)(6) 2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal morphine 50 mg at 21.967mg changed to 2.403mg via an implantable pump. It was reported that the patient was having issues with spot on spine for over a year. There was a return of pain and discomfort and they increased daily dose. They had a CT in last month and found catheter out of intrathecal space. No environmental/external/patient factors may have led or contributed to the issue. There was a surgery to replace catheter with new 8780. The issue resolved at the time of this report.